Manufacturer narrative:
(B)(4). The customer returned an opened kit containing an introducer needle for evaluation. Visual examination revealed the needle hub was broken and separated; the other part of the hub was not returned. The returned portion contained multiple cracks. A device history record review was performed with no relevant findings. The reported complaint of a damaged needle hub was confirmed by complaint investigation. The returned introducer needle hub contained multiple small cracks, as well as a large portion broken and separated. A CAPA was opened to further investigate this issue. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer alleges a crack in the plastic base of the needle. A second device was used without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges a crack in the plastic base of the needle. A second device was used without issue.